Manufacturer narrative:
(B)(4). This event occurred between (B)(6) 2017 - (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) continu-flo solution sets leaked from the y-site closest to the patient end of the set. The leak was identified during patient infusion of an unspecified sedative. The leak was caused by the port collapsing into the tubing when accessed by a syringe. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.